Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawers 3.1 and 3.2 failed due to a faulty drawer controller board. A field service engineer changed the rear drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system was not detected on the communication bus, thus prevented the user from removing medication for a patient. The customer stated that there was a delay in patient care at the intensive care unit station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half height drawers 3.1 and 3.2 failed due to a faulty drawer controller board. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus, thus prevented the user from removing medication for a patient. The customer stated that there was a delay in patient care at the intensive care unit station. There were no adverse events or injuries reported based on this event.